Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer experienced hyperglycemia and treated with manual injection. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did returned back. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black patient returned device for an alleged blank display, moisture damage and experiencing high blood glucose observed on (B)(6) 2022. Device received with blank display. Unable to perform active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unable to download history files and traces using thump due to blank display. Device was cut open to perform visual inspection and found moisture damage on the electrical board, force sensor, motor, harness assembly vibrator and keypad flex tail.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the device at the battery compartment, broken battery tube threads, serial number label fading, serial number label stained, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage, keypad overlay peeling and minor lcd display window scratches. Blank display was confirmed during analysis due to moisture damage. Moisture damage confirmed on the electrical board, force sensor, motor, harness assembly vibrator and keypad flex tail.¿ unable to download history files and traces using thump due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.